Event description:
It was reported while using bd twinpak¿ dual cannula device with 3 ml syringe the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported broken found by a nurse. It was not used on a patient. It broke off. I cannot explain any further. Date of incident is aug. 1, 2023.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-aug-2023 investigation summary one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that sample has a broken needle through needle hub. The condition observed is non-conforming per product specification. Potential root cause for the component damage defect is associated with the packaging process. This defect is occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd twinpak¿ dual cannula device with 3 ml syringe the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported broken found by a nurse. It was not used on a patient. It broke off. I cannot explain any further. Date of incident is (B)(6), 2023.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.